Manufacturer narrative:
Aga medical could not evaluate the aso involved in the incident since the device remains successfully implanted.

Event description:
According to the information received, first degree av block was noted on ECG performed during a clinic visit on (B)(6) 2010. Medical therapy was given and the arrhythmia resolved. This event is currently being reviewed by aga medical's data safety monitoring board. If any new information becomes available, a supplemental report will be filed.